Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer report via phone call that she had low blood glucose but not hospitalized. Customer's blood glucose was 40 mg/dl. The customer was treated with (B)(6) and (B)(6) candies. The customer stated that the caused of low blood glucose by overbolusing for a food bolus earlier. The customer declines any troubleshooting for low blood glucose, calibration error, weak signal, or lost sensor. Customer was assisted with choosing find lost sensor and we verified that the communication was re-established.